Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge was damaged on the guide rail. Reportedly, the cartridge was received damaged. The customer's blood glucose (bg) level was 580 mg/dl and the bg level was addressed with a syringe bolus. A new cartridge was successfully loaded.